Manufacturer narrative:
In co's analysis of the sample returned, co was unable to duplicate the reported malfunction. The unit was found to perform within specs. Therefore, co has been unable to determine the exact cause of the reported incident. It is possible that the malfunction may have been external to the unit and co has recommended that the user perform functional testing of the other components involved in the incident.

Event description:
The hosp is currently evaluating disposable pressure transducer (dpt) line. This was the first transducer used. The anesthesiologist and nurse both had trouble getting a wave form with the pa line. Sicu nurse finally got one but the unit was very delicate when the line was moved.